Event description:
Customer reported thinking her glucose was low and was going to go to the emergency room, but then realized the results were in the metric system. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. The 18 cal code was observed in the glucose log indicating memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.